Manufacturer narrative:
The edwards retroflex sheath was not returned for evaluation; however, there was no report of device malfunction. A device history review (DHR) for the sheath set was performed and all manufacturers specifications were met prior to release for distribution. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. The minimum required vessel diameter for a 26mm sheath is 8mm. In this case, the right and left femoral arteries were accessed. The access site diameter for both is greater than 8 mm, however, there was mild vessel calcification and tortuosity. Calcification may reduce lumen diameter and limit or prevent transfemoral passage of the valve. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, the patient was elderly and frail. Although the access vessel was of adequate size, there was some calcification and tortuosity. It is likely that the combination of patient factors, and the insertion of a large diameter sheath, cause or contributed to the reported vessel damage. No further actions are required at this time.

Event description:
As reported through the edwards clinical specialist, during a transaortic valve implant procedure via transfemoral approach, after sheath removal, the artery deteriorated and an 8mm graft was placed to repair it. Post run-off angio showed good results.